Event description:
It was reported that a patient underwent a avnrt (atrioventricular nodal reentrant tachycardia) ablation with a qdot micro¿ catheter and the patient experienced complete heart block that required pacemaker implantation and prolonged hospitalization. After isolating the left pulmonary veins, pacing maneuvers were performed to induce supraventricular tachycardia (svt). Avnrt was induced. While ablating the avnrt pathway, the physician then noticed complete heart block on the recording system electrograms. Ablation was stopped at that point. Pacing was then performed from the right ventricle (rv) with the ablation catheter. The patient was monitored for about twenty (20) minutes, then the physician decided to implant a permanent pacemaker. Additional information was received. It was reported that the atrioventricular (av) node was ablated with the qdot micro catheter. The physician's opinion on the cause of this adverse event is procedure. Pacing was immediately conducted in the right ventricle using the qdot micro catheter following the adverse event. Medical device representative was called in interim from pacemaker company to implant the device. The patient fully recovered and was discharged the following day. The doctor usually requests four hours rest following ablation procedure. Due to adverse event and placement of permanent pacemaker, the patient stayed overnight at the hospital and was discharged the following day (B)(6) 2024.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31280189l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).